Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the report issue was duplicated. The manufacturer¿s service technician observed err_obm_accy_urgent_service in the device's event log. The device's oxygen blender board will be replaced to address the issue.